Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was feeling stimulation in a new/undesired location. The patient reported that stimulation suddenly went from being felt in the scrotum to the anus. No falls or traumas are related to this issue. The patient reported that his anus was tingling. The patient reported that this was happening on all 4 programs. The patient also reported that stimulation felt stronger, but was still at 1.5 where it has always been. There is no issue with therapy efficacy. The patient reported that he has an appointment with his healthcare professional in a few days.

Manufacturer narrative:
Product event summary - evaluation determined that standard investigation is needed because it was reported that the patient was suddenly feeling stimulation in his anus when he usually felt it in his scrotum. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of the stimulation going from the patient's scrotum to anus remains unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.